Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a device change out at a different facility and a competitor implantable cardioverter defibrillator (ICD) was placed. The patient was told the right ventricular (rv) lead "snapped". The patient was then referred to another physician where it was found that the defib impedances were greater than 200 ohms. Because of the lead fracture the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed, and the interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.